Manufacturer narrative:
The evaluation confirmed the reported event was attributed to an overcurrent condition, due to normal wear and tear based on age of device.

Manufacturer narrative:
(Control board, resistor r51) the evaluation confirmed the reported event and was attributed to an overcurrent condition. The cause is due to product design (software).

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported the console is producing the resettable fuse error and there is evidence of a smoke smell. The same event occurs moments after a power cycle. No case or patient impact reported.